Event description:
Third event of this type. Medwatch form filed with cautery pencil vendor originally. Pencils were replaced with co's cautery pencils. It was originally thought that the pencil had caused the event. On 2/26/96 the new cautery pencil did not shut off. Cautery pencil switched to another cautery unit and worked fine. Device taken out of svc 2/26/96. Cautery unit checked by biomedical contract personnel contacted on 2/29/96. Product will be returned to vendor under rga a7679. Previous cautery vendor has been notified about this third event. Will wait for follow from vendor.